Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8216-70 serial/lot#: (B)(4) description: artisan surgical lead, 70cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the stimulation was causing pain in the patient's legs and feet. The patient underwent an explant procedure. No device malfunction was suspected.